Event description:
(B) (6) patient underwent cardiac cath. Pt taken to recovery area where femostop gold was applied. Gauge would not register pressure.====================== health professional's impression======================gauge failed to register pressure====================== manufacturer response for femostop compression device, femostop gold======================the manufacturer is sending a representative from sweden to inspect devices.